Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures he noted that "the light transmissibility of these lenses seem to be less than my organic lens. I get more clarity/legibility of written material with some back lighting. In large stores or gyms with overhead lighting the lens seem to intensify the brightness and cause blurring and visual discomfort. Also, it appears to tire out the eyes/muscles. Going from the house to outdoors into bright sunlight without sunglasses and also looking directly at a compact fluorescent light bulb results in seeing a green patina color and blurred vision. The color is similar to a green color that appears on copper material. This effect lasts for a minute without taking action. My eyes/vision acuity seems to become tired/blurring occurs after about ten hours of daily activity. " additional information has been requested. There are two medical device reports associated with this patient. This file is for the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the consumer that he underwent a lasik procedure. He is now experiencing dry eye and is using topical artificial tears. He also reported that he experienced an ocular migraine and had a stroke.